Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because one of the inflatable penile prosthesis (ipp) cylinders was swollen. Two weeks later, a surgery was performed and the right cylinder was removed and replaced. The hospital indicated that the cylinder was bulging due to overuse. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis cylinders underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak tested. The outer tube of the first cylinder exhibited a bulge. The second cylinder passed leak test performed. Based on the information available and analysis results, the bulge identified in the first cylinder could have caused or contributed to the reported clinical observation of swollen cylinder.

Event description:
It was reported that the patient visited the hospital because one of the inflatable penile prosthesis (ipp) cylinders was swollen. Two weeks later, a surgery was performed and the right cylinder was removed and replaced. The hospital indicated that the cylinder was bulging due to overuse. There were no patient complications.